Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder was selected for implant. The device was deployed, but appeared deformed. The device was removed from the patient, rinsed, and attempted a second time. The issue remained. The device was exchanged for a 26mm device to complete the procedure. The patient is reported to be stable.